Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced placement signal issues after the impella cp while ramping up placement signal and lv signal were both lost. The resolution is unknown; however, it was reported that the flows were initiated. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Use of the device cannot conclusively be associated with the outcome. Patient's peri-procedural condition was critical.